Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient faced an infusion set bent cannula event on (B)(6) 2026. The infusion set was in use for two days. The insertion site was the abdomen, despite regular site changes and disinfection using octenidine dihydrochloride. The blood glucose level was 400 mg/dl. The patient replaced the infusion sets and successfully resumed insulin. No further information available.